Manufacturer narrative:
The pump was returned to animas for evaluation. The keypad was found to be intact; no peeling or lifting was observed. All keypad button presses did not activate desired pump functions and required excessive force to activate a response during testing. During investigation, the up arrow, down arrow, and contrast key contacts were observed to be misaligned. All key contacts did not spring back when pressed. There was evidence of keypad adhesive found under all key contacts.

Event description:
It was reported that the buttons are hard to push and they had to be pushed multiple times to activate a response. It was reported there is no trauma to the pump and no water exposure.